Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified tibialis anterior artery. A 1.2mmx15mmx142cm fg coyote fc (emerge) balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 1 second, the balloon ruptured vertically. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient status was in good condition.